Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. The problem was discovered as part of daily checks. Our field service engineer confirmed that the compressor motor failed to start. He removed the front cover and physically inspected the compressor without identifying anything obviously out of place or broken. The motor was humming and would only start if manually pushing the propeller. The complete compressor was returned for investigation. A visual inspection of the returned compressor did not show any anomalies. When connected to a reference ventilator it didn't start. Resistance measurements of the starting capacitor showed that it was broken (open-circuited). After the starting capacitor was exchanged the compressor started and delivered compressed air. 24 hours of compressor driven simulated use test ventilation passed without remarks. The conclusion in this matter is that the compressor motor start capacitor was broken.

Event description:
Manufacturer ref. #: (B)(4).